Manufacturer narrative:
For the 10 reported event, nine lot number were provided, and lot history review. The samples were returned for evaluation. The device was labeled for single use. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes nine malfunctions. A review of the reported malfunctions indicated that model mn1820 biopsy instrument experienced break. These reports were received from various sources. Of the two events, both involved patients with no patient consequences. One female patient was (B)(6) years old, weight was not provided. One male patient's age and weight were not provided.

Manufacturer narrative:
H10: for the three reported malfunctions two lot numbers were provided, and lot history review was performed. Two original samples, and seven lot samples were returned. Two investigations identified a break during evaluation, the third investigation is inconclusive for the alleged break. The root cause could not be determined. The device was labeled for single use. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported malfunctions indicated that model mn1820 biopsy instrument experienced break. These reports were received from various sources. Of the three malfunctions, each involved patients with no patient consequences. One female patient was 48 years old, weight was not provided. One male patient's age and weight were not provided.